Event description:
It was reported that during a surgeon visit the patient presented with pulmonary pain due to a herniated lung. In the course of surgery on (B)(6) 2014 to address the herniated lung issue the surgeon noted that the patient had a matrix rib plate and 6 screws from a previously surgery to address a rib fracture. Original surgery date and doctor are unknown. The surgeon reported that 3 of the 6 screws that were originally implanted were out of the rib, the original matrix plate and other 3 screws were in tack with no problems. The surgeon revised the patient to a lung patch and new matrix plate and screws. The revision surgery was completed successfully; the patient outcome was reported to be good. This report is for the 3rd of the 3 screws reported to have dislodged from the rib. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.